Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00236-00. The date of that submission was 22-jul-2025. H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's complaint was confirmed. A leak was observed at side d of the cassette bag. The bag leak site was observed to have an unsealed opening along the bag seam. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Event description:
It was reported that a cadd unit from the lot was leaking. Sample photos were provided and attached to the file. There was no patient involvement.